Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative stating attempts will be made to return the device.

Manufacturer narrative:
Section a. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an automated impella controller (aic) exhibited a system self-check error, described as a ¿syscall error,¿ and requested maintenance and repair activities. No additional information regarding the circumstances of use or troubleshooting was available. It is unknown whether the issue occurred during clinical use. No signs or symptoms of patient injury or patient harm were reported in association with this event. The device was reported to be available for return; however, at the time of this report, the device has not been returned for evaluation.